Event description:
It was reported that, a 980 ventilator failed the power on self test (post) and generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the power supply. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.